Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device was returned to the service facility for evaluation. During the evaluation, the reported issue of the unit shut down without warning was confirmed. The prevue boots to a cmos screen prompting to press f1 from a depleted coin cell battery. The root cause is use related.

Event description:
It was reported that the unit will reboot automatically then ask prompt to hit f1 to continue. No other information provided, at this time.